Event description:
The customer reported they were in a case when the system displayed an error message. The customer tried to recycle the system and was unable to clear the error message. The surgeon was able to complete part of the case, the laser portion was completed; however, she was unable to do a vitrectomy. The pt will need to return for the vitrectomy surgery. Multiple attempts were made for more info on the event and pt status with no response.

Manufacturer narrative:
The company service representative examined the system, confirmed the reported problem; replaced the power supply and footswitch, and returned them for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.